Event description:
It was reported that safety glide would not engage on a needle sftygld 25x5/8 rb, resulting in a needle stick. The customer reported the following, "when employee went to push safety glide it would not engage resulting in a needle stick." No medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: eleven safetyglide needle assemblies in fully sealed blister packs (p/n 305901) were received and evaluated. Ten were confirmed to be from batch #8029978 and one was confirmed to be from batch #7346815. No visual defects were observed through the packaging. Eleven (11) samples were returned from the customer for investigation in unopened blister packs. All eleven (11) samples were opened and activated and all functioned properly with the safety glide cover activating and covering the needle point. A device history record (DHR) review was performed and the reviews did not reveal any defects or issues reported and no quality notifications were issued. No defects were observed as all eleven (11) samples were opened and activated and all functioned properly with the safety glide cover activating and covering the needle point. Therefore, based on the investigation the reported condition could not be confirmed and a root cause could not be determined or correlated with a potential cause linked to the bd process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety glide would not engage on a needle sftygld 25x5/8 rb, resulting in a needle stick. The customer reported the following, "when employee went to push safety glide it would not engage resulting in a needle stick." No medical intervention was reported.